Event description:
On (B)(6) 2013, a distributor contacted animas alleging that the up button was unresponsive. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint was unable to be duplicated. Testing confirmed that all keypad buttons were responsive to button presses and are functional. The keypad had no visible sign of damage. No contamination or any other anomaly was found underneath the keypad. The pump was opened to check the condition of the keypad flex and connector. The keypad flex was firmly seated in the connector with no signs of damage or contamination visible. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.